Event description:
Patient reported they provided a letter of recommendation from their dentist. The letter from the dentist stated for the patient to cease treatment due to the aligners caused root resorption and bone change. This patient is contraindicated for crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.